Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to patient reports of headaches and subsequent device non-use. The device was explanted (B)(6), 2011. There are no plans to reimplant the patient with another device.